Manufacturer narrative:
After further review of additional information received the following, device available for evaluation? And device manufacture date have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are MFR# 1016427-2017-00480 and 1016427-2017-00481.

Manufacturer narrative:
As reported, during the angioplasty procedure two guidewires (pgw .018 sv short 300cm st) were used and both fragments were detached. For the first guidewire, a part of the guidewire structure detached and could not be removed from the patient. That part is still implanted. For the second guidewire, a part of the guidewire structure also detached and needed to be withdrawn from the patient's artery. The fragment was able to be recovered by the team of surgeons. The target lesion was the tibial-fibular trunk. The vessel level of tortuosity was mild. The lesion was not calcified. The percentage of stenosis was 90%. The device was stored and handled per the instruction for use (IFU). The device was prepped per the IFU. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire did not become fixed or caught at any time. The wire was torqued against resistance. The first wire was completely removed and as soon as it was removed of the patient the doctor noticed the wire had its core visible with no weld and no protection of the core. One non-sterile guidewire pgw .018 sv short 300cm st was received coiled inside of a clear plastic bag, along with the product label. Guide wire was visually inspected and the coil wire presented an unraveled\stretched condition, also a fractured/separated condition was observed at the distal core wire (ribbon), both fracture sections were received, and there were no missing pieces of the fractured core (ribbon). Sem results showed that the separated guide wire core was induced to tension conditions as the separated metal presented evidence plastic deformation of ductile dimples and stress lines. Plastic deformation failures could be related to these surface characteristics, these types of failures occur due to a tensile, compression overload. Also, ductile dimples suggest that stretching / pulling events were occurred. A device history record (DHR) review of lot 35231801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported guidewire fractured/separated in patient could not be confirmed on the first device as it was not returned for analysis. The exact cause of the fracture/separation could not be determined. For the second device that was returned, the reported guidewire fractured/separated in patient could not confirmed. The cause of these conditions could not be conclusively determined. Based on the limited information available for review, procedural/handling factors (torqued against resistance) may have contributed to the reported event as noted by the sem analysis that suggest possible tensile, compression overload of stretching/pulling events occurring. According to the instructions for use (IFU), which is not intended as a mitigation, guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are MFR# 1016427-2017-00480 and 1016427-2017-00481.

Manufacturer narrative:
A device history record (DHR) review of lot 35231801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the angioplasty procedure two guidewires (pgw .018 sv short 300 cm st) were used and both fragments were detached. For the first guidewire, a part of the guidewire structure detached and could not be removed from the patient. That part is still implanted. For the second guidewire, a part of the guidewire structure also detached and needed to be withdrawn from the patient's artery. The fragment was able to be recovered by the team of surgeons.

Manufacturer narrative:
Corrected data: updated device returned date (device was received to manufacturer on 13-nov-2017. It was not received on 03-oct-2017 as per follow-up #2) additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are MFR# 1016427-2017-00480.

Manufacturer narrative:
The target lesion was the tibial-fibular trunk. The vessel level of tortuosity was mild. The lesion was not calcified. The percentage of stenosis was 90%. The device was stored and handled per the instruction for use (IFU). The device was prepped per the IFU. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire did not become fixed or caught at any time. The wire was torqued against resistance. The first wire was completely removed and as soon as it was removed of the patient the doctor noticed the wire had its core visible with no weld and no protection of the core. As reported, during the angioplasty procedure two guidewires (pgw .018 sv short 300cm st) were used and both fragments were detached. For the first guidewire, a part of the guidewire structure detached and could not be removed from the patient. That part is still implanted. For the second guidewire, a part of the guidewire structure also detached and needed to be withdrawn from the patient's artery. The fragment was able to be recovered by the team of surgeons. The target lesion was the tibial-fibular trunk. The vessel level of tortuosity was mild. The lesion was not calcified. The percentage of stenosis was 90%. The device was stored and handled per the instruction for use (IFU). The device was prepped per the IFU. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion. The wire did not become fixed or caught at any time. The wire was torqued against resistance. The first wire was completely removed and as soon as it was removed of the patient the doctor noticed the wire had its core visible with no weld and no protection of the core. The device was not returned for analysis. A device history record (DHR) review of lot 35231801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported guidewire fractured/separated in patient could not be confirmed as the devices were not returned for analysis. The exact cause of the fracture/separation could not be determined. Based on the limited information available for review, procedural/handling factors (torqued against resistance) may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are MFR# 1016427-2017-00480 and 1016427-2017-00481.